Manufacturer narrative:
(B)(4). Upon receipt of the sample, the manufacturing facility discovered the foreign matter was on the exterior surface of the outer pouch and not the inner pouch. The case was re-assessed with this additional information. Baxter follow-up medical assessment: based on the additional information received no adverse health consequence is reasonably expected (pm outside the external packaging). Baxter synovis completed the investigation. Sample was available for evaluation. The returned sample was forwarded to the center for spectroscopy and imaging in baxter round lake for analysis. Visual inspection and stereomicroscopic examinations revealed the presence of a single colorless fiber on the exterior surface of the outer pouch. Polarized light microscopy identified the fiber as paper. Baxter synovis further indicated that the final packaging lot and the tiers, in which the device was prepared and pouched, were reviewed. There were no instances of scrap or rework for foreign material reported and the release product met all specifications and requirements. No trend was identified. Per synovis, the cause or source cannot be determined at this time. (B)(4) has been opened to investigate these occurrences. This is the first complaint of this nature received for this product lot. The case will be kept on file for trending purposes.

Event description:
Distributor reported: we have found foreign matter inside of the sterile pouch. No additional information provided.

Manufacturer narrative:
(B)(4). Baxter medical assessment: particulates found either on or potentially in the lumen of devices that are designed to be utilized inside blood vessels have much greater consequences for the surgical patient. As this device is intended to be used inside of blood vessels, particulate matter on or potentially inside this device has a potential to introduce the particulate directly into the vascular system. In a worst case scenario, this may lead to a compromise in blood flow through that vessel causing thrombosis or embolism. After consideration for potential harms and worst-case scenarios, an adverse health consequence is reasonably expected to result from this issue. A follow-up report will be submitted upon receipt and evaluation of the sample.